Manufacturer narrative:
The actual device was not returned to the factory for evaluation as the field service engineer (fse) and a clinical specialist (cs) were already onsite for investigation. The customer stated that on (B)(6) 2019 at 14:28, per emr (electronic medical record) a clostridium difficile pcr (polymerase chain reaction) specimen was collected and sent to the lab. The customer was instructed about the log findings by the clinical specialist. The product remains at the customer site. The device worked as intended and no product malfunction could be identified. The customer was informed accordingly by a clinical specialist. No further investigation or action is warranted.

Event description:
The customer reported that the spo2 did not alarm. The patient died.